Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient called and reported that their battery wasn't draining and they weren't getting any relief. The caller stated that they were told the patient is possible that the patient turned off inadvertently and advised the patient to check. The patient called back and stated that the ins is on, but the ins is not draining. The patient is using hd settings. The patient called the rep on (B)(6) and it was believed that the issues started that weekend. No further complications were reported or anticipated.

Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that the ins was not draining and oor electrodes were found. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the ins not draining and oor electrodes is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating they met with the patient today and performed an impedance check which showed #8 electrode oor. This electrode was used in the hd program. The rep reprogrammed both hd and ld programs to avoid #8 the patient was instructed to stay in hd, not switch to ld as he says it depletes normally in ld. No further complications were report as a result of his event.